Manufacturer narrative:
The calibration and qc recovery data provided was within specification. The reaction kinetics of the initial and repeat result were abnormal, indicating that there may have been particles in the measuring cuvette. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial total bilirubin result was 0.639 mg/dl and the direct bilirubin result was 0.905 mg/dl. The customer questioned the result as the total bilirubin result was less than the direct bilirubin result, which prompted them to repeat the sample. The sample was recentrifuged and repeated and the total bilirubin result was 0.550 mg/dl and the direct bilirubin result was 0.592 mg/dl. As the repeat result was still less than the direct bilirubin result, the sample was repeated again on another c503 analyzer. The repeat total bilirubin result from the other analyzer was 0.72 mg/dl and the direct bilirubin result was 0.58 mg/dl.